Manufacturer narrative:
The reported event of sensing noise was confirmed. The lead was returned for analysis. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the coil at the distal end of the lead. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. No other anomalies were detected.

Event description:
It was reported that a patient presented remotely on merlin transmissions with right ventricular (rv) lead noise resulting in brief pacing inhibition. The physician successfully explanted and replaced the rv lead. The patient was stable following the procedure.

Manufacturer narrative:
Correction: h6, component code should have been ¿473, insulation¿ instead of ¿3079, patient lead¿.